Event description:
It was reported that during a coronary drug eluting stenting treatment procedure it was noted that the packaging label was incorrect. A 4.00x24mm promus element stent was implanted in the left anterior descending artery (lad) and it was noticed that the length of the stent was only 15mm instead of 24mm. An additional promus element stent was implanted in the lesion to complete the procedure. The patient¿s current condition is listed as ¿stable¿. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).